Manufacturer narrative:
This report is submitted on october 26, 2022.

Event description:
Per the clinic, the patient experienced skin infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a revision surgery on (B)(6) 2022 to clear the infection; however, this did not alleviate the problem resulting in a decision to remove the abutment.